Event description:
It was reported that a spectrum pump alarmed system error 105. Any pt involvement, injury, or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by a failed motor flex. Evaluation also found sheared motor mount screws, which is a known contributor to the reported symptom. The failed motor assembly and screws were replaced.